Event description:
As reported by the edwards territory manager, the patient suffered a stroke eight days post transapical tavr. Per report, the case physician reported the patient had left sided hemiparesis, dysarthria, left facial droop and lethargy. She was treated for cerebral edema and did have a hemorrhagic conversion so her anticoagulation was held for a few days. MRI results demonstrated findings consistent with thrombus in the distal right m1 without significant opacification of the more distal portions of the middle cerebral artery (mca) with distribution on the right. Additionally, CT results showed an acute stroke in the right mca territory. A follow up CT three days later showed small foci of increased hyperattenuation in the right basal ganglia which suggested a hemorrhagic transformation of the infarct which had mildly increased from prior the examination. There were stable findings of ischemia in the right mca distribution with a stable mass effect and a stable right-to-left midline shift. At the time this report was received the patient was scheduled to be transferred out of ICU and into a rehabilitation program at the hospital or nursing home as her deficits may inhibit her to participate in a vigorous therapy program.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. (B)(4). In this case, the exact cause of the stroke cannot be determined; however, it is possible that in addition to the procedure itself, the patient¿s gender, increased age and medical history (i.e. Calcified aortic stenosis, cardiovascular disease, atrial fibrillation, pvd, hyperlipidemia) could have caused or contributed to the event. There is no medical evidence that suggests this event was related to the sapien transcatheter heart valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.